Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple alerts for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. Noise was seen with maneuvers. The svc coil was programmed off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert triggered.

Event description:
It was further reported that the rv lead was fractured, there was oversensing, increased sensing integrity counters (sic), and high rate episodes. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.